Manufacturer narrative:
(B)(4). Additional information received indicated that the patient expired ¿two or three days¿ after the procedure. The official cause of death is unknown; however, intracranial hypertension or stroke is suspected. The rupture was observed at the m1 segment of the mca after a third pass was made with the embotrap device. No treatment was performed. The physician reported that a pre-existing dissection or atheroma may have contributed to the rupture. There was no report of a device malfunction or performance issue; however, the entire clot was not able to be removed. The pre-procedure mtici score was 0 and the final mtici score was 1. Pump aspiration was used as first line of treatment. The embotrap expanded as expected and did not appear damaged. It was stated that the position of the intermediate/guide catheter (and other ancillary devices used) was ¿probably¿ at the m1. The embotrap device was partially retracted into the intermediate catheter before withdrawal through the guide catheter. There was no resistance to withdrawal encountered when removing the clot and no unintended movement during the procedure. Excessive force had not been applied. Procedural imaging is not available for review. (B)(4). Complaint conclusion: as reported by a healthcare professional, during a mechanical thrombectomy (mt) procedure, the middle cerebral artery (mca) ruptured after three passes were made with the 5x33 embotrap ii (et007533/unk lot) device as rescue. The patient subsequently expired due to ¿unknown causes¿. It was reported that aspiration was used as first line of treatment. No further information was provided at the time of complaint initiation. Additional information received indicated that the patient expired ¿two or three days¿ after the procedure. The official cause of death is known; however, intracranial hypertension or stroke is suspected. The rupture was observed at the m1 segment of the mca after a third pass was made with the embotrap device. No treatment was performed. The physician reported that a pre-existing dissection or atheroma may have contributed to the rupture. There was no report of a device malfunction or performance issue; however, the entire clot was not able to be removed. The pre-procedure mtici score was 0 and the final mtici score was 1. Pump aspiration was used as first line of treatment. The embotrap expanded as expected and did not appear damaged. It was stated that the position of the intermediate/guide catheter (and other ancillary devices used) was ¿probably¿ at the m1. The embotrap device was partially retracted into the intermediate catheter before withdrawal through the guide catheter. There was no resistance to withdrawal encountered when removing the clot and no unintended movement during the procedure. Excessive force had not been applied. Procedural imaging is not available for review. No further information was provided. The device was not returned for analysis and therefore no further investigation can be performed at this time. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Vessel perforation, treatment failure, and death are known potential complications associated with the embotrap and mechanical thrombectomy procedures. According to the referenced literature, intraprocedural vessel perforation is a serious complication of endovascular neurointervention, occurring in 1%-10% of mt, and might be fatal. Vessel perforation requires urgent management as patients are at high risk of hemorrhagic stroke and further deterioration. Routine rescue strategy includes balloon occlusion for tamponade, procedure suspension, and lowering or normalizing blood pressure. However, this complication is still associated with high mortality. Vessel perforation may be caused by manipulation of microguidewire, microcatheter, and/or mechanical devices at the time of deployment or retraction. The incidence of perforation during operation is higher in the patients with serious atherosclerotic arteries or rigid emboli. The root cause of the event cannot be conclusively determined based on the limited information available and without procedural films; however, vessel characteristics (i.e. Pre-existing dissection/atheroma), device selection, and manipulation of devices within the artery are all factors that may have contributed. Multiple devices are utilized during these procedures and there was no report of an embotrap malfunction such as resistance upon withdrawal associated with the event. The embotrap IFU warns the user to not withdraw the device against significant resistance and to assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. The additional information received indicated that the device was unable to fully retrieve the clot (final mtici score of 1). The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The date of death is unknown at this time. Date of event: date of death was not reported. Lot #: the lot number is unknown at this time. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a mechanical thrombectomy (mt) procedure, the middle cerebral artery (mca) ruptured after three passes were made with the 5x33 embotrap ii (et007533/unk lot) device as rescue. The patient subsequently expired due to ¿unknown causes¿. It was reported that aspiration was used as first line of treatment. No further information was provided at the time of complaint initiation.